Event description:
The pt had eleven surgeries from the time of her first implant to the last and she was left with an array of permanent damage. See also MFR reports 3007566237201003598, 3007566237201003612, 3007566237201003613. A few weeks after device #1 was implanted, the pt experienced pain and shocking that was worse than with the test trial. The device became infected and was removed. After removal, the wound had to be packed closed, which was a very painful, months-long process. The pt went for re-implant on the opposite side when she healed.

Manufacturer narrative:
Http://www.inspire.com/groups/bladder-disease/discussion/interstim-implant/. (B) (4).